Manufacturer narrative:
The cycler was not received for evaluation and no defect was found during evaluation of the involved cartridge. A review of the device history record (DHR) for the cycler was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 08 nov 2023 from the home therapy nurse (htn) of a 41 year old male patient with a medical history including diabetes and end stage renal disease, who stated the patient became unresponsive and expired during a home hemodialysis treatment on 08 nov 2023. Additional information was received on 13 nov 2023 from the htn, who stated the cause of death was unknown. Although requested, no further details regarding the event were provided.